Event description:
Patient, with a history of stroke, presented to the physician the day after the implant procedure with a mild stroke and right-sided weakness. The patient¿s primary care physician documented that coumadin and lovenox had been discontinued prior to the implant and that coumadin was restarted after surgery. The implanting physician suspected that the stroke was related to the implant procedure.